Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received on 26-dec-2024 indicates this electrode was explanted on (B)(6) 2024 due to the above clinical observations. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This electrode was returned to our post market quality assurance laboratory in two segments (severed approximately 275 millimeters from the terminal end) consistent with induced explant damage. Coils and insulation were also noted to be cut with tools during explant. Setscrew marks were in the correct location on the terminal pin. Cuts were noted in the insulation and terminal boot, likely due to explant damage. There were melt marks noted in the outer insulation, likely due to explant electrocautery. The shocking coils appeared slightly stretched out at the proximal end and misaligned at the distal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information received on 26-dec-2024 indicates this electrode was explanted on (B)(6) 2024 due to the above clinical observations. Besides intervention, no other adverse patient effects were reported.